Event description:
It was reported that patient's implantable cardiac monitor (icm) was not able to pair with merlin app. It was suspected that the icm exhibited a potential loss of bluetooth low energy (ble) telemetry. No intervention was performed. The patient was stable.